Manufacturer narrative:
Concomitant medical devices: product ID: 37751, serial# (B)(4), product type: recharger . (B)(4).

Event description:
A consumer reported they were having trouble with the recharger and the screen was blank. The recharger showed that they needed to plug the recharger into the power supply so they did that, but the recharger would not take a charge. The connector pin was not loose or broken. The issue had been occurring since (B)(6) 2015. The patient needed to recharger because they had started shaking on (B)(6) 2015. The patient's indication for use is essential tremor and movement disorders. No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.